Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.

Event description:
Fracture of abutment : the abutment broke itself into the implant. The implant was removed due to the fracture of the abutment. It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This follow up report is report that this MDR is a duplicate of MDR # 3013111692-2024-04654 please disregard this report due to this being a duplicate report.